Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia, outside of an isolated event. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.